Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port MRI isp with a catheter in two segments was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the catheter fracture, material separation, wear and kinking issue, as a complete circumferential break was noted approximately 1.8cm from the distal end of the cath-lock and a circumferential split was noted approximately 1.0cm from the proximal end of the distal segment. Both edges of the complete circumferential break and edges of the circumferential split were jagged with granular and rounded surfaces. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven years post port placement, the device allegedly broke. It was further reported that the physician has planned to removed the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately seven years post port placement, the device allegedly broke. It was further reported that the physician has planned to removed the catheter. There was no reported patient injury.